Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that the test strips were missing from her one touch ultramini system kit. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2016 at 03:00pm. The patient does not take any medication to manage her diabetes and continued to follow her usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2016 at 04:00pm she developed symptoms of "dizzy, blurred vision, headache and faint" however denied receiving any treatment. During troubleshooting the cca noted that when the customer was educated on the correct kit contents there were no missing products. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged issue occurred.